Event description:
A customer reported the freestyle libre link application was not detecting the abbott diabetes care (adc) device in use with iphone xr 18.1 with ios operating system version 18.1.1. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness and dizziness. The customer was unable to self-treat and received treatment from a healthcare professional (hcp) who put fresh water on the customer's forehead, elevated the customers legs, and gave the customer orange juice. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced the sensor not scanning with freestyle librelink application. Per the compatibility guide, use of the reported configuration of ios 18.1 is incompatible with the customer's reported freestyle librelink application. This guide is available to the user on the websites where the product is launched. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and ios app version 2.12.08319, and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.